Manufacturer narrative:
B3: date of event and d5: operator of device are unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was physical damage on unit. Unit was not dropped according to the customer. The problem occurred during startup. The problem did not cause any patient injury and there was no adverse health event.

Manufacturer narrative:
One device was returned for evaluation. Visual testing was performed. The testing could duplicate the customer reported problem, there was a broken input/output side label. Functional testing was not performed. The root cause of the issue is unknown. Input/output label and outlet were replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.